Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant initially reported that cook cutting loop broke off in the patient¿s bladder, but it was later confirmed that the loop broke off outside of the patient. This product problem did not result in any reported serious injuries to the patient.